Event description:
It was reported that prior to port placement procedure, the port was allegedly split. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport titanium low profile, one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one catheter lock, one syringe, one guidewire in a guidewire hoop, one 6.5fr introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneller were returned for evaluation and one electronic photo was provided for review. Visual. Microscopic visual and functional evaluation were performed on the returned device. All three suture plugs missing in the port is considered incidental as it is not related to the reported event. The investigation is confirmed for the reported material split, cut/torn issue as a gash was noted on the surface of the port septum. Further, the photo review and manufacturing review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2022).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that prior to port placement procedure, the port was allegedly split. There was no patient contact.